Event description:
It was reported that the device was used during a laparoscopic sigma. When the device was fired, the device cut but did not staple a complete staple line. The case was completed with a same like device. There was no consequence to the patient.